Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right external iliac artery. The 8.0x80mm absolute pro self expanding stent system (ses) was advanced to the target lesion however when attempting deployment, the thumbwheel would not turn. The ses was retracted however the stent deployed across the right common to left common iliac artery. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties. During removal of the compromised device a build-up of tension within the shaft lumens ultimately resulted in the stent to inadvertently deploy across the right common to left common iliac artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.